Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. Baseline was normal sinus rhythm. There calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, temporary pacing was initiated through an unknown wire at 120 beats per minute (bpm). On the initial attempt at 80 percent, the valve was positioned at a depth of 1-2mm on the non-coronary cusp (ncc). It was decided to perform a full recapture while the pacing was 140 bpm. On the second attempt at 80 percent, no incomplete stent opening (iso) was observed, and pacing was reduced back to 120 bpm, and the valve was at a depth of 4-5mm both on the ncc and left-coronary cusp (lcc). Final implant depth was 5mm on the ncc and 6mm on the lcc. Post-deployment, the patient was developed with complete heart block (chb) for 5 seconds, following intrinsic sinus rhythm returned with a new left bundle branch block (lbbb). No leak and gradient observed; no post-dilation required. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Temporary pacemaker remained in the patient's anatomy to stabilize the rhythm. Post-procedure, the patient remained in ventricular standstill for two days. Subsequently, the patient developed another episode of chb, and on (B)(6) 2026, a permanent pacemaker was implanted to resolve the event. The implanter classified that this event as being related to the procedure and the patients' medical history. The patient was in a stable condition and subsequently discharged.